Event description:
Had extreme sinus congestion and sinus infections, headaches, nasal clogs, and asthma worsened. On many medications. Saw an ent in (B)(6) 2021, and MRI showed a rare odd cyst, biopsy was done in (B)(6) 2022, rare cancer was found in my sinus'. Removal of cancer was performed at (B)(6) in (B)(6) 2022. In (B)(6) 2022, radiation oncologist ordered an MRI full body, and told me to rush to ER, the cancer was mm from my spinal cord. Once full skeletal scans were done, I was then diagnosed with stage 4 terminal cancer, and spinal surgery was not able to be performed. I had several sessions of chemo and radiation. From (B)(6) 2022 with many complications. I am still undergoing bone treatments, and monthly to bimonthly scans and tests done. My cancer is said to be extremely rare and I am permanently disabled. My full-time job was terminated in (B)(6) 2022. I lost my job, career and many months of pain and suffering. I have constant back pain, nasal and face pain, with nerve damage in my upper jaw and palate. Osteomyelitis in my upper palate and difficulty eating or drinking foods. My cancer is extremely aggressive, and I am told it can show up anywhere anytime, and attack my bones or organs at any time. I am extremely devastated and still have a hard time processing my condition. Many tests , biopsy¿s have been performed. MRI's, cts, and pet scans, full skeletal and head scans. Blood work, gene tests etc. Ongoing treatments and ongoing tests done monthly. (B)(4) in (B)(4), did not notify me of recall. I was unaware of this until a family member suggested I search the philips website recently when the confirmed serial number is an affected device.